Event description:
It was further reported that the patient presented to the emergency room after reporting the defibrillator went off three times and reported chest pain during this time. The patient also experienced blurry vision and darkening of peripheries noted during evaluation. The symptoms had largely resolved during emergency room evaluation. The patient was placed on telemetry and noted with runs of ventricular tachycardia (vt)/ supra ventricular tachycardia (svt). The patient was not noted to be in current vt and was instead likely in af with rapid ventricular response (af rvr) with suspected inappropriate shocks. A chest x-ray performed and noted as unremarkable. A physician interrogated the device and determined that it is incorrectly shocking the patient the patient was treated intravenously with antiarrhythmic medication, instructed to continue prescribed diuretic and beta-blocker medications and the crt-d device settings were adjusted. No additional runs of af rvr were noted on telemetry, patient stable and was discharged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and high voltage therapy from the cardiac resynchronization therapy defibrillator (crt-d) for possible atrial tachycardia/atrial fibrillation (at/af) that the device classified as ventricular fibrillation (vf). It was also noted the right atrial (ra) lead exhibited occasional oversensing during at/af events that did not appear to impact device function. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.